Manufacturer narrative:
Evaluated one open/used reservoir; inspected reservoir's o-rings/stopper groove for anomalies and none were found. Ran basal, bolus leaking test as follow, reservoir filled with diluent and connected to a new infusion set. Installed reservoir and connector into a pump and reservoir did not leak.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's spouse reported via phone call of issues with the customer's insulin pump. The spouse states the last two reservoirs leaked into the pumps compartment. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised the reservoir would be replaced and returned for analysis.